Event description:
The user facility reported that the marker bands dislodged from 2 stent delivery catheters during the same procedure. Follow-up communication revealed: the 1st stent was advanced "with difficulty" through the guiding sheath; after removal & re-insertion, a marker band was observed to have detached from the delivery catheter & "embolized into a small inferior medical genicular branch" of the vessel; doctor decided not to retrieve the marker band "due to the small [vessel] size...and risk vs. Benefit" of further intervention efforts; after deployment of 2nd stent "with difficulty over a v-18 wire," the catheter system was removed, then a 2nd detached marker band was observed on the end of the post dilation balloon; and a voyager balloon was used to successfully capture & remove this detached marker band. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The involved guiding sheath was returned for evaluation by the manufacturing facility. Visual examination of the returned sample, confirmed that the device was within defined specifications. Visual inspection of reserve samples, also, confirmed no abnormalities or defects. During follow-up communication, the physician stated that he is aware from previous experience, that passing this stent delivery catheter through the 7-fr guiding sheath can be difficult due to the tight fit, but he has been able to get it to work without detachment of marker bands. When asked about the patient impact and current condition, he stated "it is fortunate that he was able to prevent the bands from going downstream." No additional information was provided. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no indication that the event was related to a malfunction or defect of the guiding sheath. However, this report is being submitted as a precautionary action, due to the fact that the device was in use during this event. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.